Event description:
On january 7, a customer emailed (B)(6) and reported that he/she purchased two kits, one with inconclusive results and the other discarded after the user checked the expiration date, and stated he/she had positive results when went to a physician. On january 9, the celltrion customer service (cs) center sent an email to this reporter asking for more information for further investigation and follow-up. Importer comments: since it is unclear what the meaning of the inconclusive result is, whether it is a false negative or something else, we will report it to the FDA as 'unable to obtain readings' and report this product complaint to the manufacturer. As follow up and gather more information, we will report it.